Manufacturer narrative:
The device in complaint was expected to be returned; however, additional information received by the penumbra sales representative indicated that the hospital no longer has the device available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was damaged upon removal from the packaging. The damaged ace 68 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 68. Please note that the date of event was not provided. The manufacturer has requested additional information from the customer; however, no additional information has been obtained.